Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient stated they worked on trying to both programs. Shutting the device off while on electronic devices. The patient does lower and change their settings more to meet pain levels while trying not to use pain meds. The patient has not met anyone in person yet. The patient currently has an appointment on june 11. As of now the patient has to shut off their device while on the computer and ipad. The issue has not yet been resolved. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who is implanted with a neurostimulator. It was reported that the patient started experiencing shocking on (B)(6) 2020. The patient reported limited relief and a zapping sensation and requested to be seen after the pandemic for evaluation. There were no falls or trauma noted to be a contributing factor to the issue. The patient is going to try lower and different settings until she can have the system evaluated to verify impedance values and reprogram in person. The issue has not yet been resolved. Surgical intervention was not planned or performed at the time of the report. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the cause of the shocking and loss of relief were not completely determined. It was repaired slightly so that some relief from the severe shocking had gotten better. Attempts to reprogram were done, however it appeared that more relief was given to the wrong limb. The issue had not been resolved and a decision to go and adjust the lead had been made. No further information was reported.